Event description:
Additional information received reported that there were no new updates with the patient. An analysis of the returned patient programmer found no anomaly. The antenna jack was resoldered as a preventative measure.

Event description:
It was reported that the patient was unable to adjust stimulation or turn stimulation on using the patient programmer. The implantable neurostimulator (ins) had been turned off for "a few weeks" and could not be turned back on by the programmer. An error message was seen that displayed an exclamation point in a triangle. Additional information was received two days later that reported the patient saw the company logo screen on the patient programmer, which is often an indication of low batteries in the programmer. The patient last changed the batteries in the programmer two weeks ago. Typical battery life is approximately two months. The patient was unable to replace the batteries and a replacement programmer was ordered. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 37642 serial# (B)(4), product typ programmer, patient product ID, 37085-95 serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Product typ extension product ID, 37085-95 serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Product typ extension product ID 3387s-40 lot# v779186, implanted: 2011 (B)(6), explanted: na. Product typ lead. (B)(4).